Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, oversensing resulting in crosstalk was noted on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.